Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that there was no known circumstances that led to the issues of the implant sticks out/area was sore, hot, and red. Pt noted they had a wound revision done on (B)(6) 2024; pt reported they believed the issue had been resolved, but it had only been 2 days since the surgery.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that two weeks ago they went into the doctor's office for a check up and they had a little issue with something sticking through their back. Agent clarified with the pt; pt confirmed that they were speaking of the ins. Pt said that it was not the lower part but that it was the part of the ins that was on their spine. Pt said that this issue started a few months ago. Pt said that one night they were in bed and they had tried to move and it felt like the ins was stuck to the sheet but the ins wasn't stuck actually stuck to the sheet but the ins area was sore, extremely hot and red. Pt said that their wife looked at the ins area and said that it looked like the ins was going to come through their skin. Pt said that hcp looked at the ins area and said that they might have to move the ins or something. Pt noted that they had multiple back surgeries before.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the wires were under the skin but the wound hadn¿t fully healed and was leaking fluid.